Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Pump failed screen portion of the self-test due to pump error 63 alarm. No pump error 42 alarms or pump error 80 alarms were noted during testing. Successfully downloaded history files and traces using thus. Pump error 80 alarm was found in the history file on (B)(6) 2023 at 17:22:00.00 due to the coasting took longer than 300 ms and main processor disabled the motor power supply. Pump error 42 alarm was found in the history files on (B)(6) 2023 at 17:23:27.00 due pump delivery manager task started; it checked the actualdrivecountunreliable flag. The motor stroke was in progress, and pump delivery manager (dm) task did not know the exact drive count number executed. Pump error 63 variable 3 was found during testing and in the history files on (B)(6) 2023 at 16:38:45.00 due to a cracked trace on the u1 keypad assembly. Pump error 53 ((B)(4)) on (B)(6) 2023 at 16:39:49.00 due to pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. Problem isolated to the electronic assembly as per global logic analysis ((B)(4)). The pump was cut open to perform visual inspection and found a corroded home switch, cracked trace on the u1 chip keypad assembly and moisture damage on the pcba 2, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, missing display window cover, scratched case, battery tube threads - cracked, cracked case (battery tube), cracked case - corner of belt clip rails, label damage (faded, stained). Pump error 42 and pump error 80 alarm were confirmed due to moisture damage on the motor. Pump error 63 variable 3 alarm was confirmed due to a cracked trace on the u1 keypad assembly. Pump error 53 alarm was confirmed due to a software error anomaly. Exposed to moisture confirmed pcba 2, motor and force sensor.. Pump failed self-test due to a cracked trace on the u1 keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of the motor processor did not report the coasting as finished in reasonable time(pump error 80) and drive count error boundaries exceeded after movement (pump error 42). Troubleshooting was performed and found that the error occurred during the basal. The customer was able to clear the alarm successfully and stated that the pump rewind was completed however the self-test failed. No harm requiring medical intervention was reported. The customer will continue using the insulin pump and will not be returned for analysis.